Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (primary UDI, catalog number). Upon review, the section d catalog and primary UDI number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injuries were not determined due to insufficient clinical details. The cause of the placement signal issue could not be determined.

Event description:
A 77-year-old male with postcardiotomy cardiogenic shock (pccs), pre-support clinical state consistent with scai shock stage e, was supported with an impella cp implanted percutaneously via the right femoral artery on (B)(6) 2026 at 13:30. During support, the console displayed intermittent ¿placement signal low¿ and ¿suction¿ alarms. At the time of the event, the aortic placement signal was 90/22 with the patient¿s arterial blood pressure measuring 88/43, and left ventricular pressure 103/-25. Bedside echocardiography demonstrated the impella inlet positioned approximately 3.5 cm from the aortic valve annulus within the mid-ventricular cavity; the managing physician was present and elected not to reposition the device. Hemodynamics included cvp 11 mmhg and pulmonary artery pressure 34/16 mmhg. Albumin bolus and sodium bicarbonate were administered, resulting in resolution of the suction alarm, while the placement signal low alarm continued intermittently, with the aortic placement signal measuring approximately 15 points lower than the arterial blood pressure. Laboratory results were pending at the time, and urine output was minimal both prior to and following impella placement. The patient developed thrombocytopenia with platelet count decreased to 59,000 from 152,000 on the day of implantation; the patient remained on a heparin infusion at 14 units/kg/hr with ptt and anti-xa levels within therapeutic range, without signs of bleeding. The patient was receiving continuous renal replacement therapy for the prior two days. Adverse events included thrombocytopenia, hypotension, and renal failure may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The device has not been explanted and the patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Serial corrected. H6. Medical device problem code a140508 restricted flow rate removed.

Manufacturer narrative:
Explant date was provided d6b was updated.